Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen turned black and the display contents were not able to be viewed. The device's lcd was replaced to resolve the issue. Additionally, the pollen filter, exhaust fan assembly, and 43 micron filter were replaced. Repair test, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen turned black and the display contents were not able to be viewed. The device's lcd was replaced to resolve the issue. Additionally, the pollen filter, exhaust fan assembly, and 43 micron filter were replaced. Repair test, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.